Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient developed an infection on his left arm along with redness and inflammation. The patient went to urgent care and was diagnosed with edema and cellulitis. The patient was prescribed keflex (500 mg) and doxycycline (100 mg). On (B)(6) 2024, the patient had a follow up visit with his doctor, however, no information was provided for this visit. At the time of the report, the skin reaction had healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.